Event description:
Pt wsa in symptomatic bradycardia hypon arrival of ems. Paramedics opened pack of multipurpose electrodes to initiate pacing, and transducing gel was all over inside of package and electrode, rendering them useless. This occurred w/two pacakges of different lots, same catalog number. Ems was able to establish and IV and treated bradycardia w/atropine adequately to transport to hosp. This product was previously on recall.